Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, bladder spasm, blood disorder and constipation. Concomitant products included colecalciferol, docusate, tizanidine from 2000 to 2018 and tranilast (topias). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infections"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or change"), abdominal pain lower ("alot of pain in lower stomach"), ovarian cyst ("ovarian cysts"), bladder pain ("pain in bladder") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove the essure/ total hysterectomy uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cystitis, bladder disorder, urinary tract disorder, abdominal pain lower, ovarian cyst and bladder pain outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, bladder pain, cystitis, ovarian cyst, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy in essure removal date -previously reported as (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion current weight 133 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Plaintiff demographics and historical and concomitant conditions and concomitant medication were added. Essure implant date and explant date updated. New events bladder infections, bladder problems or change, urinary problems or change, a lot of pain in lower stomach, ovarian cysts, pain in bladder, abdominal pain were added. Lab data was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, endometrial ablation, cystoplasty, cholecystectomy, splenectomy, abdominal operation (muliple) and uterine bleeding. Previously administered products included for an unreported indication: celebrex and ceftriaxone. Past adverse reactions to the above products included multiple allergies with ceftriaxone and celebrex. Concurrent conditions included body mass index normal, bladder spasm, blood disorder, constipation, menorrhagia, anorexia nervosa, tobacco user, neurogenic bladder and paraplegia. Concomitant products included colecalciferol, docusate, fesoterodine and tizanidine from 2000 to 2018. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infections"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or change"), abdominal pain lower ("alot of pain in lower stomach"), ovarian cyst ("ovarian cysts"), bladder pain ("pain in bladder") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic enterolysis with robotic-assisted total hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cystitis, bladder disorder, urinary tract disorder, abdominal pain lower, ovarian cyst and bladder pain outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, bladder pain, cystitis, ovarian cyst, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion detail: 10coils in left side. One coil in left side. Discrepancy in essure removal date -previously reported as 25-aug-2017 on 20jun2013, the endometrial cavity appeared to be adequately ablated. On 23-aug-2017, retained essure device. Current weight 133 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Pregnancy test - on 05-jan-2012: negative. Ultrasound scan vagina - on 09-may-2012: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometrial ablation ('ablation') in a 29-year-old female patient who had essure (batch no. 901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, endometrial ablation, cystoplasty, cholecystectomy, splenectomy, abdominal operation (muliple) and uterine bleeding. Previously administered products included for an unreported indication: celebrex and ceftriaxone. Past adverse reactions to the above products included multiple allergies with ceftriaxone and celebrex. Concurrent conditions included body mass index normal, bladder spasm, blood disorder, constipation, menorrhagia, anorexia nervosa, tobacco user, neurogenic bladder and paraplegia. Concomitant products included colecalciferol, docusate, fesoterodine and tizanidine from 2000 to 2018. On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, the patient underwent endometrial ablation (seriousness criterion medically significant), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infections"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or change"), abdominal pain lower ("alot of pain in lower stomach"), ovarian cyst ("ovarian cysts"), bladder pain ("pain in bladder") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic enterolysis with robotic-assisted total hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, cystitis, bladder disorder, urinary tract disorder, abdominal pain lower, ovarian cyst and bladder pain outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, bladder pain, cystitis, endometrial ablation, ovarian cyst, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion detail: 10coils in left side. One coil in left side. Discrepancy in essure removal date -previously reported as (B)(6)2017 on (B)(6)2013, the endometrial cavity appeared to be adequately ablated. On (B)(6)2017, retained essure device. Current weight 133 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Pregnancy test - on (B)(6)2012: negative. Ultrasound scan vagina - on (B)(6)2012: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: new event ablation of uterus was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometrial ablation ('ablation') in a 29-year-old female patient who had essure (batch no. 901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, endometrial ablation, cystoplasty, cholecystectomy, splenectomy, abdominal operation (muliple) and uterine bleeding. Previously administered products included for an unreported indication: celebrex and ceftriaxone. Past adverse reactions to the above products included multiple allergies with ceftriaxone and celebrex. Concurrent conditions included body mass index normal, bladder spasm, blood disorder, constipation, menorrhagia, anorexia nervosa, tobacco user, neurogenic bladder and paraplegia. Concomitant products included colecalciferol, docusate, fesoterodine and tizanidine from 2000 to 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient underwent endometrial ablation (seriousness criterion medically significant), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infections"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or change"), abdominal pain lower ("alot of pain in lower stomach"), ovarian cyst ("ovarian cysts"), bladder pain ("pain in bladder") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic enterolysis with robotic-assisted total hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cystitis, bladder disorder, urinary tract disorder, abdominal pain lower, ovarian cyst and bladder pain outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, bladder pain, cystitis, endometrial ablation, ovarian cyst, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion detail: 10coils in left side. One coil in left side. Discrepancy in essure removal date -previously reported as (B)(6) 2017. On (B)(6) 2013, the endometrial cavity appeared to be adequately ablated. On (B)(6) 2017, retained essure device. Current weight 133 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Pregnancy test - on (B)(6) 2012: negative. Ultrasound scan vagina - on (B)(6) 2012: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and abdominal pain." Lot number: 901326. Manufacturing date: 2011-09. Expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection nos, endometrial ablation, cystoplasty, cholecystectomy, splenectomy, abdominal operation (multiple) and uterine bleeding. Previously administered products included for an unreported indication: celebrex and ceftriaxone. Past adverse reactions to the above products included multiple allergies with ceftriaxone and celebrex. Concurrent conditions included body mass index normal, bladder spasm, blood disorder, constipation, menorrhagia, anorexia nervosa, tobacco user, neurogenic bladder and paraplegia. Concomitant products included colecalciferol, docusate, fesoterodine and tizanidine from 2000 to 2018. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infections"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or change"), abdominal pain lower ("alot of pain in lower stomach"), ovarian cyst ("ovarian cysts"), bladder pain ("pain in bladder") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic enterolysis with robotic-assisted total hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cystitis, bladder disorder, urinary tract disorder, abdominal pain lower, ovarian cyst and bladder pain outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, bladder pain, cystitis, ovarian cyst, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion detail: 10coils in left side. One coil in left side. Discrepancy in essure removal date -previously reported as (B)(6) 2017 on (B)(6) 2013, the endometrial cavity appeared to be adequately ablated. On (B)(6) 2017, retained essure device. Current weight 133 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Pregnancy test - on (B)(6) 2012: negative. Ultrasound scan vagina - on (B)(6) 2012: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and abdominal pain." Most recent follow-up information incorporated above includes: on 26-feb-2019: reporter information was added. Her historical/concurrent conditions were added. Drug allergies were added. Essure lot number was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.